Event description:
The report clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with and enterprise vrd (enc452212/01421602) of the left internal carotid artery, and 10 months after the index procedure, a MRI revealed right cerebral infarction. The patient had hemiplegia and diplopia. The administration of clopidogrel was re-started and also argatroban hydrate was administrated. The event outcome as of onset was recovered with sequel (mild paralysis in right upper extremity). According to the physician, the relationship of the event to the procedure was unrelated, whereas to the enterprise vrd was possible because the site of cerebral infarction was distal to where the vrd had been implanted. No product malfunctions were noted. During the procedure, angiography was conducted. There were no complications during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the stent was fully expanded, apposed to the vessel wall and in a stable position. No further information was available.

Manufacturer narrative:
The patient's medical history was unknown. Mrs before the procedure on (B)(6) 2010 was 1, on (B)(6) 2010 was 1, (B)(6) 2010 was 1 and (B)(6) 2011 was 1. The act was 134 seconds pre anticoagulation and 269 seconds post anticoagulation. The aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:17.2mm. The parent vessel size diameter proximal was 3.5mm and distally was 4.2mm. No aneurysm characteristics were available other than that. Mrs as of (B)(6) 2011 was 1. The occlusion rate of aneurysm was 94% after the procedure. Medications consisted of aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, (B)(6) 2011. Argatroban hydrate 60mg/day: (B)(6) 2010, (B)(6) 2011, 20mg/day: (B)(6) 2011. Heparin 4000u was administered intra-procedurally. Prior to implanting the vrd, roadmaster/goodman, 606-s255x(lot unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker, chikai 10/asahi intec, gdc 18/bs, orbit complex fill 4x10, orbit complex fill 4x7, orbit mini complex fill 3.5x5, orbit mini complex fill 3x4, orbit mini complex fill3x3, and orbit mini complex 2.5x3.5 were utilized. Lot# are all unknown. No further information is available and procedural images are not available. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information was reported via the (B)(4) study that approximately 10 months post enterprise assisted coil embolization of a right parasellar aneurysm MRI revealed a right cerebral artery infarct. The patient had hemiplegia and diplopia. The administration of clopidogrel was re-started and also argatroban hydrate was administrated. According to the physician, the relationship of the event to the procedure was unrelated; however, because the site of cerebral infarction was distal to where the vrd had been implanted, it was possibly related to the vrd. No product malfunctions were noted. The outcome of the event two months post event was reported as recovered with sequelae of mild paralysis in left upper extremity. The patient was a female of (B)(6) with unknown medical history. However, the modified rankin scale (mrs) score pre-procedure was 1 and mrs one week post and one month post were also a score of 1. At index procedure the aneurysm neck was 4.5mm with a neck to sac ratio of 4.5mm:19.7mm. Updated information reported that the parent vessel size diameter proximal was 4.5mm and distally was 5.2mm. This is greater than the recommended upper vessel diameter of 4.0mm. The occlusion rate of aneurysm was 95% after the procedure. There were no reported product malfunctions or procedural issues. Heparin 4000 units was administered intraprocedurally with act of 134 seconds pre anticoagulation and 269 post anticoagulation. Antiplatelet therapy included aspirin 100mg/day and clopidogrel 75mg/day with an unknown start date for 3.5 months and then restarted at the time of the reported event. Argatroban hydrate 60mg/day was administered for 2 days beginning the day of the index procedure and two days post reported event followed by 20mg/day x 6 days. No further information is available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise vrd lot 01421602. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although no definitive conclusion can be made clinical/procedural factors including use of the device is a parent vessel diameter greater than recommended, patient medical factors and pharmacological response may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.